Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted (B)(6) 2007. According to the complainant, the patient experienced an unknown injury. According to the physician¿s office, in (B)(6) 2007, two weeks post-procedure, the patient had her first examination. The patient did not complain of pain or incontinence. She reported some discharge, but there was no erosion. The patient also experienced constipation and was treated with stool softeners. No other abnormalities were noted. Laboratory tests (specifics unknown) were normal. In (B)(6) 2007, the patient returned for a urinalysis and ¿review of all systems¿ (specifics unknown) and everything was normal. In (B)(6) 2007, the patient experienced a urinary tract infection, a yeast infection, and dyspareunia. She was treated with antibiotics and vaginal cream (type unknown) and reported feeling better following treatment. In both (B)(6) 2008, the patient did not return for scheduled check-ups. In (B)(6) 2008, the patient complained of a recurrent urinary tract infection, urinary frequency, urinary urgency, and discomfort. She was given the same treatment of antibiotics and vaginal cream (type unknown). All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.